Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false upstream occlusion alarms, determined to be caused by a failed ultrasonic sensor. The evaluation found that, the ultrasonic sensor readings were below specification, which makes the pump more sensitive to false upstream occlusion alarms. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum infusion pump falsely alarmed upstream occlusion. Any pt involvement, injury or medical intervention is unk.